Event description:
Nurse discontinued heparin lock. Cannula not attached to hub. Hep lock was in left forearm. Surgeon used local anesthesia with IV sedation and dissected subcutaneous tissue, identifying and removing foreign body.